Manufacturer narrative:
Damage to drive connector/coupling - conclusion: the actual device involved in this event was returned for evaluation. Visual inspection found the cpc connector is plastic. The coupler's insert is loose and does not turn the device.

Event description:
It was reported that prior to a gynecological procedure, the device was not working. The lights came on but there was no power. A second device was used to successfully complete the procedure with no adverse patient consequences.